Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. The field safety engineer (fse) arrived at the site and exchanged the canbus module between the detector heads. No parts were returned for an evaluation and log files did not contain enough information to perform an evaluation. There has been no reoccurrence of the event after routine maintenance of the system and the replacement of the parts. The following danger label warning is displayed on the side of collimator storage cabinet: "watch hands and fingers". The instruction for use (01 - 2002 9201-0234g-eng, rev a adac forte user's manual: pg 80 states a warning "during this pause, examine the detector and collimator to ensure that the operation is proceeding normally. If any problems occur during collimator removal, press the stop button on the hand controller or e-stop button." Pg 77 states: "important objects cannot extend into the field-of-view during collimator exchange." Pg. 20 instructs the user to "call the manufacturer's field service representatives if you have any problems, questions, or equipment failures." (B)(4).

Event description:
Philips received a report that during a collimator exchange, the technologists recognized that only one side of the detector head was attached to the drawer and the other side was not. The technologist attempted to support the collimator (hegp) on the drawer with her hands. As a result, the collimator lost contact to the drawer and fell to the detector, compressing the technologist's fingers. The technologist was evaluated by a physician, however no further medical information has been received.